Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's reported low blood glucose of 27 mg/dl occurred on (B)(6) 2019 when the customer woke up. The customer reported sleeping when the insulin pump suspended insulin delivery, but alleged the insulin pump continued to deliver insulin resulting in the low blood glucose of 27 mg/dl. The customer's low setting was set to 70 mg/dl. It was reported the customer received an alert before low and went to bed without treating. The low blood glucose of 27 mg/dl resulted in emergency medical services being dispatched and a hospitalization. Emergency medical services treated the customer with glucagon. At the hospital, the customer was treated with intravenous drip glucose. The customer reported auto mode was not automatically delivering insulin at the time of the low blood glucose event. The customer was using sensors. The customer reported having used humalog for 30 years but has been using novolog since last month. The customer reported doctor made changes to their morning basal rates recently. At the hospital, a nurse reported the time on the insulin pump was a little fast. The insulin pump will be returned for analysis.